Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized for vomiting and blood glucose (bg) levels in the 500s(mg/dl). The customer was treated with intravenous saline and insulin, and was discharged on 03/24/2022 with no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.